Event description:
Customer reported the system intermittently displays motion errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rp1 rotational potentiometer. System operates as intended.